Event description:
The facility representative reported an ipump with a condition of ''unknown problem.'' The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). A device history review was performed with no exceptions during manufacturing found. Device evaluation: the reported condition of an unknown problem involving an ipump was not confirmed nor reproduced during device evaluation. Quality engineering confirmed the inoperable device was due to a damaged micro-processor unit (mpu) board. The assignable cause was determined to be a corrosion on the mpu board. The mpu board was replaced to fix the reported condition. If additional information is received, a follow-up medwatch will be submitted.